Manufacturer narrative:
Device evaluation summary: device was returned for evaluation. A kink was noted on the hypotube. The stent was positioned on the balloon between the marker bands as per position specification, but due to distal stent deformation the stent did not meet visual acceptance specification. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx drug eluting stent to treat a moderately calcified and moderately tortuous lesion located in the proximal circumflex (cx) artery. Negative prep was performed. The lesion was pre dilated. It was reported that the stent failed to cross/position the lesion. The procedure was completed with another stent. It is stated that the physician believes the event was due to the use of the device in a difficult lesion morphology/anatomy and not device related. The patient is alive with no injury.